Manufacturer narrative:
Results - is based upon evaluation of the user facility information and the return sample; is based upon testing of the undamaged section of the returned sample. Conclusions - is based upon evaluation of the user facility information and the return sample; is based upon testing of the undamaged section of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the distal segment of the shaft had been fractured. The total length was found to be approximately 720 mm. According to the specification of this product the normal length should be 800 mm. The segment approximately 80 mm in length was found to be missing from the main body. Magnifying inspection of the fracture revealed that the urethane layer had become diminished towards the end with an exposure of the core wire at the distal extremity. Several electron microscopic inspections were completed as follows. The fractures revealed the generation of some creases on the surfaces of the urethane layer and revealed no flaws around the fracture which could have been a trigger of the fracture. The core wire at the fracture revealed no anomalies. The fractured cross-section revealed a radial pattern generated starting at one point on the surface. The shaft was evaluated for the lubricity of the coating and confirmed to have a uniform application of the coating along the total length. The outside diameter and the kink resistance of the shaft was measured and confirmed to be within manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a current product sample and was subjected to a pulling force until it fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been flexed. The state of the fracture similar to that of the actual sample was duplicated. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been previously reported. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation it is likely the actual sample was subjected to repetitive one-way torque forces while being pushed, pulled and twisted, which caused fatigue break on the shaft, resulting in the reported fracture. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Improper manipulation of the guide wire m without fluoroscopic confirmation may result in vessel perforation." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a fracture when using the radifocus guidewire m device. Follow up communication with the user facility reported the following information: it was reported that the tip of this device fractured during a drainage procedure; and no known impact to the patient.